Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the transducer adapter cable, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the pressure transducer adapter cable for the cardiosave intra-aortic balloon pump (iabp) was defective and caused a "no pressure signal" to be displayed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The removed pressure transduce cable part was returned to national repair center (nrc) for evaluation. The nrc installed the pressure transduce cable into the cardiosave test fixture and tested the pressure transduce cable to factory specifications per the cardiosave service manual. The nrc verified the failure of the pressure transduce cable failure "no bp waveform". Retaining the pressure transduce cable in the nrc per procedure.

Event description:
N/a